Event description:
It was reported the customer was having low blood glucose at night. The customer's blood glucose would be around 30 mg/dl. A request was made to have the customer's settings adjusted. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).